Event description:
It was reported by svc report that the fowler gas cylinder was leaking. The customer could not determine if there was pt involvement or if there were adverse consequences to report.